Manufacturer narrative:
One device was returned for analysis. Visual inspection found a cracked downstream occlusion seal. A visual inspection was performed and the reported issue was confirmed. The cause of the reported issue was unknown. As a result, the downstream occlusion seal/sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited cracks in the membrane. During physical inspection, it was found that there was a crack in the center of the downstream occlusion seal. There was unknown patient involvement, no patient injury was reported.